Event description:
It was reported that therapy was turned off however the patient could still feel the stimulation. The patient wanted the device removed and had an appointment (B)(4) 2011. A loss of therapeutic effect was reported. Additional information received stated that the patient was still having concerns regarding their device or therapy but was working with their doctor or manufacturer¿s representative. The patient had an appointment (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3777 lot # v550611039 implanted: (B)(6) 2011 explanted: unk lead model 3777 lot # v580840016 implanted: (B)(6) 2011 explanted: unk.